Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer received a no delivery alarm form her insulin pump. She discovered that she had had an insertion issue with her unomedical infusion set which resulted in a bent cannula. The customer stated she would do an infusion set change to resolve the issue. Standard troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)